Event description:
It was reported by the rep that the device would not fire. Opened another device to complete the case. There was no consequence to pt. 01/02/2000 rep responded: the 512b and ms512 both leaked. The case was completed by opening another device.